Manufacturer narrative:
Request from FDA: patient allegedly set the meter to report seconds instead of inr. He mistakenly withheld warfarin and subsequently had ischemic stroke. There was no result in second in the meter memory. Is it possible that the meter displayed the result in seconds and recorded the same result as inr in the meter memory? Response from manufacturer: the meter has not yet been received by roche for investigation. A result of 2.0 inr, which was logged in the memory on (B)(6) 2020 converts to a result of 23.9 sec. You asked if it is possible that the meter displayed the result in seconds and recorded the same result as inr in the meter memory. The way the meter works is that the meter memory will display the results in the units in which the meter is set. If the units are set to one unit and then changed to another unit, the results in the memory are displayed in the newly set unit of measure. For example, if the meter is set to "sec" the meter memory will display the results in "sec." If, for example, the meter setting is then changed to inr after a measurement in "sec," all results in the result memory are displayed in inr.

Manufacturer narrative:
The customer alleged a 23.(?) Seconds result on 09-apr-2020. A result of 23.4 seconds was observed in the patient result memory on (B)(6) 2020.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using reference strips and lin 3 control # 60022. Testing results: qc result 1: 5.1 inr; qc result 2: 5.2 inr; qc result 3: 5.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
Review of the meter memory found the units were correctly set to inr and there was no result that correlated with the alleged "23.? Sec result". There was no result in the meter memory on (B)(6) 2020. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter reported a patient had a stroke on approximately (B)(6) 2020 after using coaguchek xs meter serial number (B)(4). On (B)(6) 2020, the back to back meter comparison results were 2.2 inr and 2.2 inr. The initial reported was unable to provide the specific date, but stated on (B)(6) 2020, the initial reporter stated the meter was set to the unit of sec and the result was displayed as "23.(?) Seconds". The initial reporter did not know the exact result. The initial reporter stated the patient did not report the result to his doctor but thought that the result was high and self-treated by holding his coumadin that day. The result for the (B)(6) 2020 in the meter memory, was 2.0 inr which was below the patient's therapeutic range. On (B)(6) 2020, the meter results were 0.9 inr and 0.9 inr. On (B)(6) 2020, the patient complained of a headache in the morning and was taken to the hospital. The initial reporter did not know how the patient was treated when admitted into the ER. It was determined the patient had a stroke caused by a brain clot. He was in the hospital for 10 days and is now home and recovering. The therapeutic range was 2.5-3.5 inr and the patient tests weekly.